Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was no damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon was then deflated under 22 seconds, which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm sterling¿ balloon catheter was advanced for dilatation. The balloon was inflated three times with duration of 180 seconds at 10 atmospheres in each inflations. However upon deflation, it was noted that the deflation was gradually extended. The contrast media was unable to be removed for about 5 minutes. Eventually the device was removed. The procedure was completed with this device. No patient complications or problems were reported.